Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013- patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per op notes, ¿a direct right inguinal defect and a small femoral hernia was identified. A large 3dmax mesh was placed into the preperitoneal space and tacked¿. (B)(6) 2013- patient was diagnosed with chronic right inguinal pain, thereby underwent laparoscopic repair with explant of 3dmax mesh. Per op notes, ¿the mesh was dissected off of the anterior abdominal wall. The mesh was found densely adherent to the abdominal wall and there was more inflammation around the mesh. The mesh was removed and sutured¿. (B)(6) 2013- patient had complication related surgery.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4(product catalog no., UDI), d6b, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.